Manufacturer narrative:
Intermittent button response due to corroded keypad traces. The device had a cracked reservoir tube lip, missing end cap sticker, scratched display window, and cracked case near the display window corners noted during visual inspection. Unable to confirm no delivery alarms and prime anomaly due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 369 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.